Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The event could not be verified through visual inspection since it is not a device related failure. Based on the evaluation, device malfunction has not occurred. For instance, there are no existing negative trends or non-conformance / CAPA / hhe/d / ie / product holds against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Per DHR review, the product was within specifications and conforming when it left zimmer biomet. Complaint history review was performed for the reported lot (2017080134) for similar events and no other complaint was identified. The complaint does not allege a failure that can be functionally tested since the event was not caused by a device related failure. Therefore, the reported event could not be recreated. The reported event is not related to the functional performance of the device. Probable cause per rmf rm-00053-haz rev 8 is listed above in the risk assessment summary. Based on the investigation and IFU, the most likely causes for the reported event are improper surgical and restorative techniques used by clinician. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: date of this report. Expiration date and UDI. Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change 'no' to 'yes'. Device manufacture date. Evaluation codes. Additional narrative.

Manufacturer narrative:
(B)(4).

Event description:
The clinician reported an incorrect implant placement at tooth site 47, the implant was removed and replaced.